Manufacturer narrative:
Device evaluation anticipated.

Event description:
The doctor indicated that implant has loss integration. The patient experienced pain, sensitivity, infection, bleeding. It was also reported that the reimplantation has already been completed and the patient is in good health.

Manufacturer narrative:
Visual inspection of the returned nanotite tm tapered certain® implant 4 x 13mm shows there was no damage to the implant or any evidence that a manufacturing deviation had occurred. Based on the data reviewed in the DHR and the complaint history review, there were no causes that might have contributed to the event as reported.there were no manufacturing deviations identified which would have resulted in or contributed to this complaint. Root cause cannot be determined.